Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip xtw was used, but the posterior gripper would not drop. Troubleshooting was performed but was not successful. The clip was removed from the patient. Two mitraclip xtw and one mitraclip nt were implanted without issues. The procedure was completed with 3 clips implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the single gripper actuation issue during procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.